Event description:
The account alleged the bed exit would not set. No pt impact.

Manufacturer narrative:
The tech found the cause to be the nurse trying to set the bed exit on an empty bed, user error. The tech found the bed exit functioned as designed.